Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b7; g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient was experiencing recurring dislocations. Upon entering the wound, pseudotumor with complete loss of abductors in instability was noted. There was a pelvic nonunion from old fracture from ischium up posteriorly out the posterior column with loss of the posterior wall. A large liquified hematoma was encountered. Corrosion was noted at the trunnion. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00037, 0002648920 - 2020 - 00274, 0002648920 - 2020 - 00275. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803201, ln 61660108, trilogy 54mm shell, pn 00620064220 lot 61455922, screw 6.5x40mm pn 00625065400 lot 61667865, screw 6.5x25mm pn 00625065250 lot 61563808, liner 32mm, pn 00631050320 lot 61615750. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00037, 0001822565-2020-00250. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right hip revision procedure approximately 7 years post-implantation due to recurrent dislocations following a fall that resulted in a periprosthetic fracture. During the revision hematoma, pseudotumor, bone loss and corrosion were noted. The femoral head and acetabular liner were removed and replace to complete the procedure.